Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2024 recorded a stable pacing impedance of 500 ohms and a slightly decreasing shock impedance from initial 80 ohms to 70 ohms. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Capture loss was confirmed. Threshold was around 1.0mv/0.4ms and impedance was about 400ohm. Physician indicates that myocardium condition due to patients cardiac sarcoidosis may effect. The physician considered to implant lv lead additionally because ejection fraction was 20 percent. He decided not only to add rv lead but also to replace the device (to crt-d). During the surgery, insulation damage was observed.